Manufacturer narrative:
Since the subject device has been not returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the image of the unspecified endoscope's monitor didn't displayed with connecting the subject device during the incoming inspection for the repair at the repair center of olympus (B)(4). The repair center of olympus (B)(4) found that the output connector of the subject device broke. There was no report of patient injury associated with this event. The user did not provide the other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Based on the report of the repair center of olympus german, omsc surmised there was the possibility this phenomenon was attributed to the difficulty on the connection between the subject device and the endoscope connector correctly due to the damage on the output socket of the subject device with the instant excessive force. If additional information becomes available, this report will be supplemented.